Event description:
It was reported that in the framework of a screening action, the test showed a mistake during the screening: hp with bad test tip (error 35) the device is returnin. No patient consequence reported.